Event description:
It was reported that stent damage occurred. A 4.00 x 28mm synergy xd drug eluting stent was selected for use. However, during insertion, the stent edge was lifted. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion was 90% stenosed and was located in the moderately tortuous and severely calcified #6-7 left anterior descending artery.

Event description:
It was reported that stent damage occurred. A 4.00 x 28mm synergy xd drug eluting stent was selected for use. However, during insertion, the stent edge was lifted. The procedure was completed with another of same device. There were no patient complications reported.